Manufacturer narrative:
H3 and h6: as the exact date and the bed label for the reported event could not be verified and the provided configuration report was for a different device than the reported monitor, an investigation was not possible and the exact cause for the reported issue could not be established. Although a field service engineer tested the device and found it to be working as intended, a malfunction at the time of the reported event cannot be completely ruled out due to the lack of available data. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the desaturation did not alarm as expected for 64% the desat alarm silenced itself following an apnea alarm on bed18 in the nicu at 10:11 on (B)(6) 2019. A serious injury was reported. The neonate required rigorous stimulation to increase respirations in order to increase the spo2 level.